Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: evidence of moisture contamination was observed inside the pump related to the issue. The pump was found to power on appropriately during testing but the display screen was noted to be dim and discolored.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump display was cloudy. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.